Event description:
Study. The patient developed a hematoma and fluid collection in the pump pocket. The fluid was aspirated; 28 cc serosanguinous. Keflex was prescribed. Four days later, 30 cc of sersanguinous fluid was aspirated and sent to the lab. Outcome: resolved without sequelae.